Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events. The incident happened during the evening shift of (B)(6) 2009. The field svc engineer (fse) arrived onsite the next morning, found no leaks and that the instrument was working properly. He was there all day performing maintenance and service on other lab equipment and the suspect lh750 analyzer did not generate any error messages. Bci mechanical engineering reviewed the lh750 system risk analysis report to determine what the system should do when there is a "needle bellows not up" error. This report stated that the "system stops and prevents isoton from squirting out when it detects that bellows were not extended/ retracted." The bellows error was inducted on an in-house lh750 system and the response was exactly as described in the report, i.e., the system halts all processing. Based on this info, it is not clear how the incident could have occurred as reported so the root cause for the liquid from the instrument remains unexplained.

Event description:
The operator of the lh750 hematology analyzer was troubleshooting the instrument when she was squirted in the eye by a clear fluid which allegedly came from the needle backwash. The needle backwash carries diluent and may also have blood residue. The instrument had given a "needle bellows not up" error message and the operator leaned over the instrument in order to watch the system cycle. The doors on the instrument were closed and the covers in place. The troubleshooting was performed by the operator during the evening shift without assistance from the beckman coulter inc (bci) call center. The operator was wearing only a lab coat and gloves but no eye protection. The operator flushed her eyes with water then sought medical attention for exposure and was treated at the hospital's emergency room as per the risk mgmt plan at the facility. Per the site, the operator "is now okay." There were no other reported medical events or changes to treatment associated with this incident.